Manufacturer narrative:
Insulin pump passed the self-test and displacement test. Pump error alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer¿s insulin pump alarmed hardware low level failure and motor arm could not communicate with main arm. Customer also states that battery error appeared again ask for replaced battery. Blood glucose level was 183.6mg/dl at time of incident. Troubleshoot was performed and self test was done but did not passed. Customer advised to disconnect from pump and revert to a backup plan. Insulin pump to be returned for analysis.